Event description:
Home patient (hp) reports fluid noted under the door of the homechoice device. Rn reports hp notified unit of leak in homechoice set. Rn reports hp was treated with prophylactic antibiotics: 750 mg ancef i.p. And 12 mg gentamicin i.p. X 1, at unit. Rn reports hp has responded to treatment. Hp rec'd new homechoice machine.